Manufacturer narrative:
The insulin pump had a button error alarmed due to corroded on keypad trace. The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked at reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.